Event description:
It was reported that the case pangea screw was loaded onto the pangea screwdriver/holding sleeve assembly and implanted in s1. When the surgeon went to insert the rod into the pedicle screw at s1, he could not, as the inner gold clip of the pangea polyaxial head had rotated 90 degrees and impeded rod placement. The surgeon removed the pangea screw and inserted a new 8x40mm screw. Once the initial screw was removed the inner bushing around the bone screw came loose and the polyaxial head was no longer held to the bone screw. The surgery was completed by the surgeon without any harm occurring to the pt. Per additional information, the initial screw happened to fall apart, when removed from the pt. Per additional info, the initial screw fell apart once removed from the pt. The screw head separated from the screw stem.

Manufacturer narrative:
The sample was received with the components disassembled. Visual inspection noted a few minor blemishes. In addition, the body showed minor wear on outer diameter and assembly witness lines from sleeve. The device history records were reviewed and did not show any manufacturing nonconformities.